Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 206 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Pump has intermittent button response due to corroded damage on keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched window and cracked battery tube threads. (B)(4).